Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted. The patient required a magnetic resonance imaging (MRI) for lower back pain. The facility performing the MRI advised that the patient cannot receive an MRI due to the evoke scs system. Saluda representatives were not aware of the patient¿s upcoming MRI. Of note, the facility performing the MRI was not the same facility which performed the patient¿s evoke scs implant procedure. It was unable to be confirmed that the evoke MRI guidelines were reviewed by the facility intending to perform the MRI. The patient additionally reported inadequate pain relief. During the patient¿s previous follow-up evaluations, the evoke scs system was confirmed to be functioning.